Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Territory manager reported via phone call that the is an issue with the quick bolus feature on the insulin pump. It was stated that the issue might have started about 4 weeks ago. It was stated that the hospital tested the device and believe it needs to be replaced. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A fresh battery was installed and the insulin pump powered up. An error alarm was followed by power failure. The insulin pump passed the self test. The alarm history was reviewed and no evidence of repeated issues or alarms dating back to july 8 were noted. An easy bolus was executed in attempt to replicate the complaint and no issue was found. No evidence was found of the user activating easy bolus or quick bolus settings. The customer complaint could not be repeated per documentation. The insulin pump functioned normally per tests performed. A cracked reservoir tube lip was noted during the visual inspection.